Manufacturer narrative:
Device evaluation by MFR.: the returned device consisted of a watchman flx pro delivery system with the implant struts outside the sheath 2cm, and blood in the device. Inspection of the device found numerous kinks in the sheath. The sheath was buckled 4cm-5cm proximal of the tip. Microscope inspection found tip damage as the tri-cuts were flared, one was folded inward, and abrasions were within the sheath tip. A functional test was performed by inserting the delivery system through a test access system and attempting to recapture the implant after deploying. There was strong resistance recapturing the implant due to the tri-cut folded inward. A photo received for analysis depicts the implant partially deployed, blood in the device, and the sheath buckled as identified during analysis. Product analysis confirmed the reported events as the tip was damaged causing resistance with recapturing the implant, and the sheath was buckled/damaged.

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted a 35mm wds. The closure device was deployed in the laa of the patient but did not meet release criteria. This device was fully recaptured and removed from the patient. A new 40mm wds was then attempted to be used. Five (5) full recaptures and two (2) partial recaptures were performed with this device. The physician noted that it had become increasingly difficult to recapture the closure device. After fully recapturing the closure device the wds was removed from the patient, and it was noted that the sheath of the wds was damaged. The case was aborted due to challenging anatomy.

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted a 35mm wds. The closure device was deployed in the laa of the patient but did not meet release criteria. This device was fully recaptured and removed from the patient. A new 40mm wds was then attempted to be used. Five (5) full recaptures and two (2) partial recaptures were performed with this device. The physician noted that it had become increasingly difficult to recapture the closure device. After fully recapturing the closure device the wds was removed from the patient, and it was noted that the sheath of the wds was damaged. The case was aborted due to challenging anatomy.